Manufacturer narrative:
Device technical analysis:upon receipt at boston scientific's post market laboratory the polarx device was visually inspected to look for any defects that would have resulted in the premature deflation and temperature issue seen in the field. The device has no physical damage or defects. The injection coil receptacle was observed and found to have no debris or defects that would hinder flow. The device was assessed with an isaac pressure decay testing system to determine if any potential leak paths existed that may have contributed to the premature deflation issue seen in the field. Testing performed with same pressure and acceptance parameters. The temperature reading was a constant +23c on the first ablation and +25c on the second ablation. The polarx device was dissected to further investigate the cause for the inaccurate temperature readings during console testing. The temperature wires along the length of the catheter were observed. Images from under a microscope show the temperature wire connection at the circuit board appears to be missing solder for connecting the wire to the board. The adhesive was then removed to get a clear view of the connection.

Event description:
During a cryoablation procedure a polarxfit was selected for use. It was reported that the balloon auto deflated after inflation and loses vacuum, it happened during test, after retrying the ablation temperature stays around 24 c and during first ablation. The procedure was completed using another device. No patient complications were reported. The device is expected to be returned. It was further reported that the issue occurred during first ablation's attempt in lspv. Catheter couldn't reach any low temperature; it maintains the 24 c. No abnormalities noted in the guidewire lumen. No physical damage.